Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04971, 1627487-2021-17556, 1627487-2021-17557. It was reported the patient accidently cut the lead. As a result, the physician decided to explant the entire scs system due to concerns of possible infection. Patient treated with oral antibiotics.